Event description:
Two disposable active cords with the same lot number were opened and neither would attach securely to the resectoscope. Both were taken out of service. A third cord of a different lot number was opened and worked fine.